Event description:
Reporter alleged obtaining discrepant results stored in the memory of the compact plus system. Reporter stated it stored 138 mg/dl in the memory instead of a result in the 300-399 mg/dl range. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.